Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient underwent a tracheostomy, which changed from tracheal intubation, due to the condition. While performing the tracheostomy at the bedside under sterile conditions, the doctor discovered an air leak in the cuff, which increased the patient's suffering. The doctor immediately replaced the tracheostomy tube and accessories. This incident delayed the time of tracheostomy and increased the risk of infection, but the patient's vital signs remained stable.